Event description:
The event involved a 102" (259 cm) pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where the customer reported that a patient (baby) transferred to pericardial effusion (pce) in a neonatal intensive care unit (nicu) from david schiff (ds) nicu and upon arrival it was discovered that the baby¿s antiarrhythmic drugs (aads) filter on the line was leaking. The baby¿s blood sugar was 2.9 and required a d10w bolus upon arrival. There was patient involvement, but harm was no reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Additional contact information: the stevens company limited lourdes bije. 1 - 292236 nose creek blvd quality assurance coordinator ab t4a 3n7. (B)(6). (B)(6) product quality, safety reporter email: